Event description:
Patient later reported "sparse cysts" via us report and capsular contracture, baker grade iii. This record is for the right side. Physician exonerated the event of cysts in the patient and cysts are considered not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "started feeling crease on breasts, in the upper area, and both breasts got lower", and capsular contracture, baker grade unspecified. This record is for the right side. The device remains implanted.